Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient¿s trial started on 2019. It was reported that the trial was not going well; the patient was having no response to the therapy. They were unable to urinate, had strong urges, and were still experiencing urinary leaks. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.